Event description:
The customer reported that the system exhibited a 'control panel error' and locked up during use. System functionality was recovered after a reboot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was evaluated and calibrated to the optimal operating voltage. The control panel processor pcb assembly was also evaluated and replaced. The system was tested and found to be working as intended and returned to service.